Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016 (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. There is no evidence to suggest that the device was not manufactured to specifications. It is stated that the "the physician judged that the patient having 8.5 mm access route was suitable for endovascular repair though both left and right fas and cias were significantly calcified." However package insert states under "patient selection, treatment and follow-up" that "access vessel diameter (measured inner wall to inner wall) and morphology (tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 20 fr or 22 fr vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude femoral introduction of the endovascular graft and/or may increase the risk of embolization ". The outer diameter of the 22 fr. Introducer sheath used on the device in question is approximately 8.6 mm. Further it is stated that "calcification was removed surgically to make the second attempt to advance the delivery system, but vessel injury in the left cia occurred during the attempt." Based on this description it is unclear if the injury to the vessel happened during the removal of calcification or during advancement of delivery system. If the damage occurred during the advancement it is possible that the vessel was weakened by the removal of calcification leading to vessel injury. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: taa repair was planned. The physician judged that the patient having 8.5 mm access route was suitable for endovascular repair though both left and right fas and cias were significantly calcified. The extension device was used prior to main body on physician's wish to see if the delivery system would advance through the calcified access route. Since the delivery system would not advance with a left fa approach, the approaching point was changed to the left cia but it would not advance either. Calcification was removed surgically to make the second attempt to advance the delivery system, but vessel injury in the left cia occurred during the attempt. Then, surgical hemostasis with clip was performed. Since the physician judged that it would be difficult and risky to continue the procedure with a cia approach and impossible to make an abdominal approach due to aaa, the procedure was abandoned. There have been no adverse effects to the patient reported. Patient outcome: the patient recovered.